Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00756. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace60 reperfusion catheter (ace60) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician experienced difficulty advancing the ace60 through a neuron max 6f 088 long sheath (neuron max) and within the patient. The physician therefore removed the ace60, however felt resistance while retracting. Upon removal, the physician found that the ace60 had become kinked. The physician then successfully placed a new ace60 using the same neuron max. The physician then felt resistance while advancing the 3maxc, and therefore the 3maxc was removed. Upon removal, the physician noticed that the 3maxc was kinked. The procedure was therefore completed using a new 3maxc. There was no report of an adverse effect to the patient.